Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to fluid loss from the device. During explant, the source of the fluid loss was observed at the connection point to the reservoir and is believed to be due to insufficient crimping of the connectors during the implant. There were no patient complications reported.